Event description:
A renegade catheter was going to be used for a therapeutic purposes. Before the procedure, a fracture was noted at proximal portion of the hub. The procedure was completed with another device.